Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the customer's blood glucose was running high. Customer's blood glucose was 404 mg/dl. Customer treated with the pump and a manual injection. Customer contacted their health care professional for their high blood glucose. Customer stated that she has a back-up plan. Customer stated that she has treated for her high blood glucose. Customer was assisted with the bolus wizard education.